Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that the unit is not working properly for the past 2 days and they both are fully charged. Patient stated the controller does not power on. Patient stated they are not getting relief when they turn it up since two days ago. Patient stated they are driving and did not have the controller with them at the time of the call. Agent reviewed device function/therapy information and recommend patient call back with the controller to troubleshoot. The issue was not resolved. Additional information was received, it was reported the patient removed the battery and cooled it out before placing it back into the controller. It was noted the patient was going to replace the unit all together to a more updated and proven instrument with limited issues and concerns. The patient reported their controller was back up, however it loses power after a few days and got hot a lot more. The issue was not yet resolved.